Event description:
Report received of under-delivery of tpn. The pump was programmed in tpn mode with a 1 hour taper up/1 hour taper down, to infuse 1175ml over 9 hrs. The pump display indicated that the total volume had infused, but 300ml remained in the bag. There was no reported adverse event to the pt.